Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. No evidence of a leak was detected. The reported condition could not be confirmed. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 100 device was observed leaking from the blue winged luer cap before use. According to the report, droplets were noted in the overpouch and the labels were wet. The device was filled with 90mg of pamidronate in 250ml in 0.9% sodium chloride. Per the customer, the blue winged luer cap could still be tightened with a very slight turn. There is no patient involvement. No additional information is available.